Event description:
The customer contacted physio-control to report that when the electrodes were removed from their device, the plastic liner remained stuck to the bottom of the electrodes. This may inhibit the electrodes from detecting a patient connection, when applied to the patient's chest. The patient survived the reported event.

Manufacturer narrative:
Physio-control verified the reported issue by a review of pictures provided by the customer. The customer may not have removed the electrodes with the red tab, as described in the operating instructions, resulting in the plastic liner sticking to the electrodes. The cause of the reported issue could however not conclusively be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when the electrodes were removed from their device, the plastic liner remained stuck to the bottom of the electrodes. This may inhibit the electrodes from detecting a patient connection, when applied to the patient's chest. The patient survived the reported event.